Manufacturer narrative:
The suspect device has not been returned for eval. A f/u report will be submitted when the eval has been completed.

Event description:
The user reported that during a percutaneous coronary intervention procedure, the retainer cap on the top of the hemostasis valve in the kit could not be screwed tight enough to prevent leakage. No further info was provided. No harm or injury was reported.